Event description:
It was reported that an ilet pump displayed a cracked screen with spiderwebbing and an unresponsive touchscreen, discovered when placing the pump on the charger; the user was unable to perform a supply change and transitioned to backup therapy while a replacement was arranged. Symptoms included no reported injury and no reported blood glucose issues. Outcomes included interruption of insulin delivery due to inability to interact with the device, without medical intervention or hospitalization. Customer care provided support that included review of the event details. The device was returned for evaluation. Investigation of this case revealed physical damage to the display that rendered the touchscreen nonfunctional. The customer reported issue was confirmed. It was concluded that the device experienced a screen failure consistent with physical damage due to impact, rather than a device malfunction and the user mitigated risk by switching to backup therapy until the replacement is received.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.